Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device would not open/close. Case completed with another device of the same product code. No pt consequences.